Manufacturer narrative:
During testing at the service center, corrosion was noted on the battery compartment case, on the battery door, and on the middle printed circuit board. The device would not power on using dc power due to the corrosion in the battery compartment. The probable cause of the corrosion was leakage from the disposable batteries. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device pump is blocked when switching on and/or off and no error messages, light signals nor audible alarms. No additional information was provided. These are not reportable malfunctions. However, during verification testing at the service center, corrosion do to leakage from the disposable batteries was noted in the battery compartment of the device.